Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be charging slowly. The customer's blood glucose (bg) level was 269 (mg/dl). A manual injection was delivered by the contact to address bg level. The contact confirmed that the pump was able to be charged with different charging supplies.